Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received and is under investigation at our bbm service laboratory in (B)(4). A follow up report will be provided after the inspection results become available.